Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in manufacturer name, city and state and MFR site and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: the customer reported small leaks with a 3 ml syringe and maxzero product. There was no sample or photo returned and no investigation performed. Based on the customer description it is likely an issue seen before. The manufacturing plant for the syringe conducted a further investigation on a similar complaint and verified the leak as coming from the syringe and not the maxzero. A technical report was generated to challenge the failure modes in the mold temperature and the injection process. The quality check of molded syringes was updated to include a leak test with the help of the maxzero device. These actions along with a prior funded project to address the issue are in place to reduce the risk of this failure recurring. A device history record review could not be performed because the material and lot number are unknown. This incident has been added to our database of reported incidents.

Event description:
It was reported that the unspecified bd maxzero experienced leakage. The following information was provided by the initial reporter: recently in the past few months we have begun to notice that when we have a line set up and administer a medication bolus through our max zero needleless port in a 3 ml syringe that we notice that drips of our medications or flush are escaping from the connection between the port and the syringe.